Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
This was a right and left heart diagnostic catheter procedure using a 5f arterial sheath nd a 7f venous sheath. A post-procedure angiogram revealed a right common femoral artery (rcfa) puncture just above the bifurcation. A 6f angio-seal was deployed in the arterial puncture to achieve hemostasis, and the 7f venous sheath was removed and manual compression was applied. Four days post-procedure, the pt presented with an occluded rcfa a thrombectomy, percutaneous transluminal angioplasty, and stent procedure were used to resolve the occlusion.